Event description:
Medtronic received a report that when the spring coil was filled into the aneurysm to about half its length, it was found that the delivery resistance increased and could not be delivered further. When the delivery guide wire was then withdrawn, it was found that the delivery guide wire was withdrawn normally, but the spring coil in the aneurysm did not move. Continuing to withdraw it confirmed that the spring coil had been stretched. The surgeon believed that there was the quality problem with the spring coil. The distal end of the stretched part remained in the aneurysm, and the proximal end had been removed. There was coil separation/break/premature detachment. The pushwire was not bent or broken. There was friction/difficulty during delivery. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. They did administer a continuous flush during the procedure. There were no patient symptoms reported. No surgical or medicinal intervention were required. The reported device and any accessory were devices prepared as indicated in the IFU. The patient was being treated for an unruptured, saccular aneurysm with a max diameter of 16mm and a neck diameter of 4mm. Blood flow and vessel tortuosity were normal. Additional information was received. After the coil was implanted halfway, it was found to be stretched. The patient recovered well after the operation without any discomfort, there were no symptoms. The coil pusher rod was withdrawn and the stretched proximal portion was removed. The distal portion remained in the patient's aneurysm and blood vessel. The cause of the coil issue was not determined. Resistance occurred in the distal section of the catheter. The coil did come out of the introducer sheath smoothly. It was unknown if there was any kink/damage to the coil observed after removal. There were no detachment attempts (instant detacher or manual method) made. The coil did not detach prematurely.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the axium device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and partially within a dispenser coil. The echelon-10 micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the axium pusher was found bent at ~67.0cm and ~150.5cm from the proximal end. The axium implant coil was found severely stretched with the polypropylene filament broken. The implant coil was found broken at an unknown length due to the severe stretching. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿difficult placement/positioning¿ could not be confirmed as this complaint generally cannot be confirmed through device analysis and no images/videos were submitted for review. Possible causes are patient vessel tortuosity, catheter tip under stress, or catheter kick back. The customer report of ¿coil kink/damage¿ and ¿coil separation/break¿ were confirmed. It is likely the cause of the stretch/break was due retracting the device against the reported resistance caused by the difficult placement/positioning. As the echelon-10 micro catheter used during the event was not returned for analysis, any contribution of the micro catheter towards the failures could not be determined. The axium device is compatible for use with the echelon-10 micro catheters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.